Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps2 power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.